Event description:
It was reported that black soot and sparks were observed emanating from the tip of the clarity ii handpiece during treatment when using updated cryogen parameters (10/10/10) in accordance with published guidelines. No patient injury was reported.

Manufacturer narrative:
A trained cynosure lutronic field service engineer (fse) conducted an on-site device evaluation. The fse verified the energy output of both alexandrite and yag and assessed beam profile through burn pattern testing. Cryogen cooling performance was also evaluated, confirming proper injection at the center of the handpiece spacer tips. All measured parameters were within manufacturer's specifications, and the device was determined to be functioning as intended. Cryogen is applied to the treatment site during vascular treatment to precool the skin. The cryogen begins to vaporize from the surface of the skin shortly after contact. The laser fires onto the surface of the skin after a delay time. The spark/ignition events occur when residual cryogen vapors remaining on the skin surface interact with the high-energy 1064 nm laser fluence. Longer pre-cooling and delay times increase the likelihood of uneven vapor accumulation, thereby elevating the risk of ignition. This can be observed as a spark and can result in topical burns. A member of the cynosure lutronic clinical team followed up with the treatment provider and confirmed that there was no patient injury. To avoid the likelihood of recurrence, maintenance protocols were reinforced with the treatment site. This event is reportable under FDA medical device reporting requirements (21 cfr part 803), as it involves a device malfunction that could potentially cause or contribute to a serious injury if the issue were to recur.